Manufacturer narrative:
Product evaluation: the product was not returned. The customer indicated the use of a qualified cartridge and handpiece. Per the information provided, the handpiece used will not physically accommodate the cartridge model that was used. This may have been reported in error. The customer indicated the use of a viscoelastic, which is not qualified for the lens/monarch combination used. The product investigation could not identify a root cause for the reported complaint. Information was provided that the 22.0 diopter (2.25cyl) lens was replaced with a 22.0 diopter (3.00cyl) lens. Additional information provided in h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced insufficient near vision. The iol was exchanged for another lens model four months following the initial implant procedure. The patient's issues have resolved.